Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of fh cubie drawer not showing up in configuration was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4). The fse reported that fh cubie drawer failed and was missing on med application configuration. The fse replaced fh cubie bus module controller board and reseated row board cables connection. The fse reseated all cubie trays and pockets. The fse tested and was able to recover all pockets and drawer after. The report was closed. During dchu visual inspection: p/n 151903-01: was received with signs of thermal damage on component u300 and capacitor c302. During dchu testing: p/n 151903-01: the testing from dchu was not necessarily due to the signs of thermal on internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint, was generated by the pcba fh cubie pmc (p/n 151903-01) due to damaged component u300 and capacitor c302 with signs of thermal damage caused by an electrical failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4 failed to open and was not showing up in the configurations. Required maintenance. As per part investigation, it was determined that there was thermal damage observed on the pcba fh cubie pmc component u300 and capacitor c302. There were no delay, no adverse events or injuries reported based on this event.